Event description:
Pt reported to the transplant treatment clinic complaining of an alarm condition he received from his pocket controller that told him to "contact the hosp". Upon being connected to the power module and browsing the pt's controller history, circulatory support personnel observed that the pt had been having "driveline fault" alarms. Circulatory support personnel quickly ascertained that the pt had outdated controller software on his controller and both primary and back up controllers were immediately swapped out for controllers with updated software. The pt reports feeling no ill effects from the alarm condition and has not received any since the controller was exchanged. Event abated after use stopped or dose reduced: yes.